Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred occured across multiple cartridges. Customer¿s blood glucose level ranged from 300-400 mg/dl. In addition, it was reported that a minimum fill notification occured after the user filled the cartridge with 200 units of insulin during the load sequence. Customer reverted to an alternate pump for insulin therapy.